Event description:
Leads removed due to infection. Leads manufactured by st. Jude. Event was still promoted as it also contained a medtronic ipg which was also removed due to the infection. Mpxr report (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)